Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, while performing a cystoscopy and using an open-end ureteral catheter, the catheter was broken right out of the package. No further device malfunction details are currently known. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed "as normal". No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the alleged malfunction. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One open-end ureteral catheter was returned for investigation. The device was returned in two segments. The proximal segment measured approximately 41cm, and the distal segment measured 27.5cm. The two fractures did not mate; approximately 7mm of catheter was not returned. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is included with instructions for use which caution, ¿ avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope.¿ based on the available information, cook has concluded that a cause for the reported issue could not be established. It was not possible to rule out shipping or handling as possible causes for the complaint. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while performing a cystoscopy and using a open-end ureteral catheter, the catheter was broken right out of the package. No further device malfunction details are currently known. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed "as normal". No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the alleged malfunction. No adverse effects were reported due to the alleged malfunction.